Event description:
It was reported the camera head cable was cracked. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated d8, h3, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint was not confirmed. In addition, a new reportable malfunction found the actual product was flooded. However, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence.. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable was cracked. There were no reports of patient harm.